Event description:
It was reported that "the balloon became unable to inflate during use in the right heart catheterization and then blood leakage was observed from the balloon inflation lumen." No patient injury was reported.

Manufacturer narrative:
One catheter was returned with attached monoject limited volume syringe for evaluation. No introducer or contamination shield was returned. Blood was visible inside the balloon at the inflation port. Light blood was also visible inside the inflation gate valve when detaching the syringe. The balloon did not inflate due to interlumen leakage at 105cm proximal from the catheter tip area between the inflation and distal lumens. Leakage stopped when the 105cm area of catheter body was clipped. The proximal injectate lumen was patent without leakage. Location of the interlumen leak was determined by clipping the catheter body from the distal end until leakage stopped. No visible damage to the catheter body or returned syringe was observed. Visual examination was performed under microscope at 10x magnification. A review of the manufacturing records indicated that the product met specification at the time of release. The customer report was confirmed to be related to the manufacturing process. An investigation is underway to determine if actions are necessary to prevent recurrence of this type of complaint.